Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera, stenotrophomonas maltophilia fusarium spp, stenotrophomonas maltophilia, pseudomonas aeruginosa and paecilomyces lilacinus. The lab report has been supplied. There is no known patient involvement.

Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the device was not regularly cleaned per the instruction for use and is placed inside the operation theater.

Event description:
See initial.